Event description:
It was reported that this implantable device exhibited low p wave amplitude and low impedance measurements on the non-boston scientific right atrial (ra) lead. Subsequently, a revision procedure was performed and the non-bsc ra lead was surgically abandoned. While the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.